Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Litigation alleges patient suffers from difficulty walking and pain and discomfort. Update 10/9/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported patient had pain, discomfort with motion, weakness, tingling and burning sensation in feet, and metal-on-metal hypersensitivity reaction. The revision surgery report noted metal-on-metal hypersensitivity and pseudotumor as reason for revision. It also noted fretting of the trunnion with some blackened material but no severe damaged and was not revised and posterior soft tissue for the most part was damaged and absent. Lab tests dated (B)(6) 2015 reported serum cobalt 4.0mcg/l (ref. 0.1-0.4mcg/l) and chromium 4.7ug/l (ref. <=5.0ug/l). Pathology report dated (B)(6) 2015 reported right hip pseudotumor and right hip joint specimens as fragments of dense tissue with foci of degeneration, necrosis, hemosiderois, "metallosis" and chronic predominantly histiocytic inflammation, and occasional foreign body cell reaction. No acute inflammation diagnostic of infection seen. Also reported areas of gray green discoloration to both specimens. Stem added for the fretting/corrosion. The complaint was updated on: oct 29, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously alleged, (B)(4) also reported metal wear. Doi: (B)(4), 2010; dor: (B)(4) , 2015; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.